Event description:
Fisher & paykel unit alarmed. The heater adapter was found to have a portion of the block melted. Also noted was a small crack in the plastic coating on the block. This is the third time a block has melted in similar fashion at this facility.